Manufacturer narrative:
A service technician was dispatched to the facility and discovered that the internal lift spindle had become detached, allowing the column to descend freely. The defective spindle was replaced and returned to trumpf medical for further examination. A follow-up report will be provided if new information becomes available.

Event description:
A trumpf medical operating table top was in the process of being transferred to a transport shuttle when the trusystem 7500 mobile column suddenly fell. The table top was supported by the transport shuttle after the column collapsed. No injury was reported.

Manufacturer narrative:
The spindle and data logs from the affected table were returned to trumpf medical for investigation. The spindle is only able to break by an inadmissible overstressing by tensile load. This can not occur during the intended use of the or-table. This malfunction will only occur if the or-table column will be moved by the shuttle. A software issue may cause the sensor to not function properly, and as a result the base plate of the column could collide with the shuttle frame, which will lead to the damage of the spindle and the base plate will drop down a few centimeter. A design change was implemented in (B)(6) 2016 as a product improvement. The described failure mode would not result in the injury of a patient. During the transport of the column with the shuttle, no patient is allowed on the or-table. Even if a patient is on the or-table, a hazard is not imaginable as the table top will hold its position. The design of the shuttle will protect any person from having body parts under the base plate or other moving parts. No further actions are necessary.